Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products used during this clinical study: (B)(6). (B)(4).

Event description:
This complaint is from a literature source. It was reported that four patients developed pneumothorax after atrial fibrillation catheter ablation. Title: ¿pre-procedural evaluation of the left atrial anatomy in patients referred for catheter ablation of atrial fibrillation.¿ the purpose of this study was to evaluate the prevalence and morphological characteristics of anatomical variants that could influence atrial fibrillation ablation procedures. The study was conducted between (B)(6) 2010 and (B)(6) 2014. Other adverse events were reported in this article: - 13 patients phrenic nerve injury; - 15 patients periesophageal vagal nerve injury; - 3 patients transient ischemic attack; - 10 patients cardiac tamponade; - 4 patients congestive heart failure. The suspected device is a 3.5mm irrigated thermocool catheter. Bwi is reported this event under generic code since we do not have a more specific device information.